Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after initially receiving the pump, the customer connected the pump to a power source with multiple usb cables and wall adapters, however, the pump remained off. The customer's blood glucose 282 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.